Manufacturer narrative:
Qn#(B)(4). The customer returned one visistat stapler for investigation. The unit was received loose without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with the trigger partially engaged. No other defects or anomalies were observed. The stapler was received with 18 staples remaining in the cartridge indicating that 17 staples were fired from the stapler by the end user. An attempt was made to fire the staplers. The partially engaged trigger was closed to completion. One staple loaded and formed correctly. However, as the trigger was released, the trigger did not move. The staple did not release. The cover block was removed and it was confirmed that the internal plastic latch of the trigger is broken. The broken latch was visually examined with no evidence of mismolding or a manufacturing error. The piece is cracked. However, no pieces are missing. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the time of discovery and the type of damage observed indicate that operational context caused or contributed to this event. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the condition of the sample received and the time of discovery, operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review visistat 35w 6/box, lot number 73j1500669 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples get stuck in the device. The patient's condition was reported as fine.